Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of a constant close door message, which was reproduced and followed by a door not fully latched message. The messages were found to be caused by excessive force being required to close door. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.